Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v168292, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a shocking/jolting sensation in his testicles/penis every time he moved. This had happened since the stimulation was increased to 8.50 v on (B)(6) 2014. The patient has had to hurry when he has the ¿urge to go¿. The patient indicated that he still had concerns with their device therapy but had a pending appointment with the physician/manufacturer's representative. No outcome was reported regarding this event. Should additional be received a supplemental report will be filed.